Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.

Event description:
Patient reported unknown side "rupture." Device remains implanted.